Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a plate (part number unknown) fractured post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product states: bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. ¿ care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. ¿ sharp angles and small bending radii must be avoided to reduce the risk of device breakage. ¿ the bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant. Deformed screw recesses due to bending may impair the proper fit of the screw head. Device history record (DHR) review was unable to be performed as the part number and lot number of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.